Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [042] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed no cs 042 alarms. During testing, the pump was exercised for 24 hours with no call service alarms were duplicated. The pump case was removed and no defects or moisture to the printed circuit board or other internal components of the pump.. The complaint of a call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.